Event description:
A surgeon reports that following bilateral intraocular lens (iol) implant surgery, a pt reports that her vision is like "looking through a fishbowl". Additional info has been requested. There are two MFR's device reports associated with this event. This report is for the first eye.

Manufacturer narrative:
The complaint device associated with this report was not returned for analysis, the device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional info was requested 05/05/2008 and 05/15/2008 by mail, fax and phone. A completed questionnaire has not been received. This report was mailed to FDA on: 05/30/2008.